Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), gore® introducer sheaths are recommended for use with gore® excluder® aaa endoprostheses. The IFU states that ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. Additionally, the IFU states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported a smaller french sized terumo sheath was being used for access due to the severe occlusive disease of the patient's iliac arteries. After advancing the terumo sheath with some reported resistance, the rlt231218 was reportedly deployed with no issue. It was reported that during withdrawal of the sheath and delivery catheter, some resistance was again met. After successful removal of the devices from the patient, it was reportedly determined that one of the iliac arteries had torn away at the iliac bifurcation during sheath withdrawal. It was reported the patient was converted to open repair whereby the rlt231218 was cut just above the flow divider, and vascular grafts were sewn into the remaining portions of the trunk to complete an aorto-uni-iliac bypass. The patient tolerated the procedure.